Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: angina and thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that in 2009, a xience v stent was implanted in the proximal rca. The pt was a male with history of hyperlipidemia, hypertension, and unstable angina. The pt received a loading dose of clopidogrel and asa prior to the procedure. After the index procedure, the pt developed chest pain and ECG elevations in the inferior leads while in the holding area. The patient underwent an emergent repeat catheterization and was noted to have diffuse thrombus or marked tissue prolapse within the previously placed proximal rca stents. Another xience v stent was placed, the pt was given unk medications and a fetch catheter was used. The event was considered resolved. The pt was discharged from the hospital about two days later, on clopidogrel and asa.

Manufacturer narrative:
Results and conclusion summation: product performance engineering reviewed the incident. Angina and thrombosis, as listed in the xience v instructions for use, are known adverse events associated with coronary stenting and are not necessarily an indication of a product quality issue. There was no report of any device malfunction at the time of the stent implant and the procedure was completed successfully. In this case, it is possible that the ECG changes and the angina are secondary effects of the thrombosis which required ptci. However, a conclusive root cause for the reported pt effects, and the relationship to the device, if any, cannot be determined.